Event description:
A report that the patient's precision system was explanted was received. The patient stated that the system never helped with his pain. The implanting physician was not aware that the patient was explanted and could not provide any further information.

Manufacturer narrative:
The explanted devices were not returned to boston scientific for further evaluation.